Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/2014 and 21/jan/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, cloudiness in the gel, wear abrasion and weight of the device was within specification. Voids in the gel were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The reason for reoperation was capsular contracture baker grade iii and inflammation/irritation. The events of capsular contracture and inflammation/irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left breast feels ¿firm and looks abnormal due to capsular contracture.¿ this is considered baker grade iii. Patient additionally reported experiencing ¿hardening of the breast" and ¿unusual pain, tingling, swelling, numbness, or burning of the breast." Side was not specified; this record is for the left side. Healthcare professional reported an ¿exchange from textured to smooth implant due to the patient's concern¿. Device has been explanted.